Event description:
The field reported at device change-out, insulation damage with externalized conductors was observed under fluoro. Low impedance was noted. Hv portion was capped and the patient was implanted with a pacemaker. A new crt-d was not implanted due to the patient's age and condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.